Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, including lows occurring most nights over several weeks and a lowest reported glucose of 40 mg/dl, with time in range around 50 percent and behaviors such as multiple meal announcements at once that may have contributed to control issues. Symptoms included low blood glucose. Outcomes included treatment with oral glucose sources such as snacks and juice, with no professional medical intervention or hospitalization reported. Investigation included review of usage data and scheduling of additional user training. Investigation of this case revealed cause of hypoglycemia was unclear, with user behavior factors noted and no device alerts or alarms reported. It was concluded that additional training was assigned and the cause of hypoglycemia remains undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.